Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cubie lid was not open and causing discrepancy. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that during medication access, the cubie lid failed to open, causing a discrepancy. The pharmacy technician logged in, de-assigned the item, manually released the cubie and identified that a ziplock was obstructing the cubie mechanism, preventing it from opening. The technical support specialist guided the user through the process to restock the item and perform a cycle count to remove the item for the patient (stat), with a witness present and discrepancies were resolved accordingly. The issue was resolved efficiently, and the patient received the medication in a timely manner. The system functioned as intended after the technical support specialist resolved the issue.